Manufacturer narrative:
The customer's calibration results were ok. The customer's qc at 4:12 pm had passed but later in the evening (about 10:00 pm) the qc was out of range. After the reagent pack was replaced and calibration was performed, the qc was back in range. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative confirmed the issue was due to the assay reagent. After troubleshooting the issue, the customer was able to resolve the issue. The customer performed qc without issues and patient results were normal. After service/troubleshooting, no issues were reported by the customer. The investigation determined troubleshooting the issue with the customer resolved the issue.

Event description:
There was an allegation of questionable ca2 results for 3 patient samples on 2 cobas 6000 c (501) modules, serial numbers (B)(4). Patient 1 results: the results for this sample were performed on c501 module, serial number (B)(4). The initial result was 6.8 mg/dl. The repeated result was 9.0 mg/dl. Patient 2 results: the results for this sample were performed on c501 module, serial number (B)(4). The initial result was 6.7 mg/dl. The repeated result was 8.9 mg/dl. Patient 3 results: the results for this sample were performed on the other c501 module, serial number (B)(4). The initial result was 7.0 mg/dl. The repeated result was 9.3 mg/dl. The results were reported outside of the laboratory. The customer noticed out-of-range qc later in the evening after the initial results were reported outside of the laboratory. After reviewing the initial patient results, the samples were repeated and the results were corrected. The repeated results were believed to be correct.